Event description:
It was reported that prior to use on a patient while in the cath lab and prior to transport to the intensive care unit (ICU), the pressure cable would not stay plugged into the cs300 intra-aortic balloon pump (iabp). The end user noted that three different pressure cables were tried and they were all loose and would fall right out. The patient is not currently on the iabp unit and it was noted that the customer intends to use a fiber optic intra-aortic balloon (iab) as no other iabp units are available. Once therapy has been completed on the patient, the customer intends to deliver the iabp unit to their clinical engineering department. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit. A supplemental report will be submitted if additional information is obtained. The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. Not returned to manufacturer.

Event description:
It was reported that prior to use on a patient while in the cath lab and prior to transport to the intensive care unit (ICU), the pressure cable would not stay plugged into the cs300 intra-aortic balloon pump (iabp). The end user noted that three different pressure cables were tried and they were all loose and would fall right out. The patient is not currently on the iabp unit and it was noted that the customer intends to use a fiber optic intra-aortic balloon (iab) as no other iabp units are available. Once therapy has been completed on the patient, the customer intends to deliver the iabp unit to their clinical engineering department. There was no patient involved and no adverse event was reported.